Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed three anterior struts of ivc filter had broken off and were no longer in abdomen. In addition, one of the struts had extruded through the ivc and is now partly in the right peri nephritic fat medial to the right kidney. Eventually two months later, CT angiogram chest revealed the struts were at least partially imbedded in the myocardium. One of the struts was imbedded in within the intra ventricular septum. Two of the other struts were seen within the right ventricle one anteriorly. Ivc filter was deployed in the infra renal location with two of the lateral struts extending outside of the wall of the ivc unchanged since prior exam. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter detached and the struts perforated into the organs. The device and the detached struts have not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the three struts were retained in the heart. The current status of the patient is unknown.